Manufacturer narrative:
Updated information in d9. Received one (1) photo that confirms the customer complaint of the line disconnected. Confirmed customer complaint of disconnection between the line and the attachment (spike + connection port) probable cause, insufficient solvent during assembly. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that with a 46 cm (18") appx 5.7 ml, pur transfer set w/chemolock® additive port, 0.2 micron filter, check valve w/luer lock, filter cap during the preparation of 3 different chemo infusions there was a disconnection between the line and the attachment (spike + connection port ICU). There was no patient involvement, and no harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.